Manufacturer narrative:
Corrected information was provided in d.4. Additional information provided d,10. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following intraocular lens (iol) implant procedure, patient had glare. The lens was exchanged for an unknown advanced technology intraocular lens (atiol), 1 year and 7 months after the initial implant procedure. The clinical reason was unsatisfaction with vision and glare. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company multifocal, 21.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, 20.0 diopter, monofocal lens model. Due to the exchange of a multifocal lens to a 1.50 lower diopter, monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that consumer contacted company regarding issues with left eye since lens exchange. Patient states had five surgeries and unable to see clearly. Patient feels the wrong lens was originally implanted which caused the continuing problems. The lens was exchanged with non-company iol.